Event description:
It was reported that multiple cartridge alarms occurred (alarm 29) during the load sequence with multiple cartridges. Customer's blood glucose was 120 mg/dl. The customer reverted to insulin pens for insulin therapy.